Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2019, with unknown blood glucose. Customer was in intensive care unit as a result of high blood glucose level. Customer does not allege that insulin pump was under delivering. Customer¿s blood glucose value on monday morning was 600 mg/dl then at night it was 300 mg/dl. Customer was vomiting and had diarrhea. Customer was using insulin pump until monday night and after that was using manual injections. Customer's daughter had called ambulance. Customer was using auto mode feature. The insulin pump will not be returned for analysis.